Event description:
Procedure: thorascopy. Reportedly, the instrument was closed, fired and then the surgeon was unable to remove it off the tissue. Surgeon took cartridge off instrument and pried open. The tissue had to be repaired. Procedure was converted to an open. No pt injury reported.